Manufacturer narrative:
(B)(4). Recall:1627487-05242011-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been without stimulation and last recharged the scs system a year ago. Reportedly, the ipg is unable to communicate with any external devices and the patient programmer is displaying an error message. In turn, the ipg is demmed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified the suspected cause of the issue due to patient's failure to recharge their scs system as recommended. .

Event description:
Follow-up revealed surgery took place wherein the ipg was explanted and replaced with a new model which resolved the issue.